Manufacturer narrative:
The initial MDR 2432235-2016-00720 was filed on november 22, 2016. Additional information (11/07/2016): a siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call. The cse checked all probe positions and made adjustments to reagent probe 1 and reagent 2 bottom of cuvette positions. The cse confirmed no leaks on acid and base pumps and or fluid lines. The cse checked the dispense of the pumps, resulting in range. The cse checked dispense and aspirate from wash separation manifold, dispense clean and aspiration, resulting within specifications. The cse cleaned the luminometer. The cse ran background tests twenty times, resulting in range. The customer ran quality control (qc), resulting in range. The cause of the discordant, falsely depressed human chorionic gonadotropin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. It was found that the initial result had a sampling error (no sample in tube) but had not been found until after the diluted result from the alternate instrument was obtained. Siemens is investigating the event.

Event description:
A discordant, falsely depressed human chorionic gonadotropin (hcg) result was obtained on an advia centaur xp instrument on a patient sample. The initial result was reported out to the physician(s), which was questioned. The customer repeated the same sample on an alternate instrument, resulting above range. The sample was then diluted 100x and repeated higher. The customer sent out a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed human chorionic gonadotropin result.